Event description:
It was reported that balloon rupture occured. The 65% stenosed target lesion was located in the mild to moderately tortuous left common iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during the fourth inflation at 4 atmospheres for 10 seconds or less, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a xxl/14-6/5.8/75 balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A visual examination identified a balloon pinhole located approximately 22mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occured. The 65% stenosed target lesion was located in the mild to moderately tortuous left common iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during the fourth inflation at 4 atmospheres for 10 seconds or less, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.